Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed stent damage. The stent was kinked at various intervals along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention procedure, the device was unable to cross the lesion. The 89% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated. This 4.00 x 16 mm promus element stent delivery system was selected and was advanced however; the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However, returned device analysis revealed stent damage.